Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced pain, infection and bleeding caused by keloids from the abutment. Subsequently, the patient underwent surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abument was removed and a magnet was placed on the internal fixture.

Manufacturer narrative:
Correction: the reported date should be (B)(6) 2018 and not (B)(6) 2018 as previously reported. Updated data in sections. This report is filed on november 21, 2018.